Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when inflation difficulties were experienced during stent deployment. When the indeflator was being applied with the required pressure, the balloon did not inflate. The device was inspected with no issues. The lesion was pre-dilated. The lesion being treated was a severely tortuous, severely calcified lesion located in the proximal left anterior descending (lad) artery. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. The device was not post-dilated with another balloon and the stent was not implanted. No patient complications were reported as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.